Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "ventilator had 5507 error codes on it". Error code occurred during preventive maintenance.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator began to alarm tf 5507 during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The log files provided confirmed the issue. The root cause of the event was deemed to be a defective sensor board. After replacing the sensor board, the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description : "ventilator had 5507 error codes on it". Error code occurred during preventive maintenance.